Manufacturer narrative:
Visual and dimensional analysis was performed on the returned devices. The reported difficulty advancing and removing the catheter were unable to be confirmed due to the device condition; however, damage to the catheter (kinked sheath) was observed which is consistent with the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue. The investigation determined that the insertion and withdrawal difficulties were likely related to circumstances of the procedure. The catheter sheath was noted to have multiple kinks in the distal region. It is likely that the noted kinks to the catheter sheath affected the user¿s ability to advance and withdraw the catheter. The returned catheter was able to be fully inserted into a 6fr guide catheter, as expected and without anomaly. It could also be that the incorrect guide catheter size was used, however this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3, b6: dates are estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the 80% stenosed lesion in the proximal left anterior descending artery. The dragonfly catheter was stuck in the guide catheter. The catheter could not be delivered to the distal vessel because resistance with the guide catheter was felt during advancement and resistance with the guide catheter was felt when attempting to remove the catheter. The procedure was successfully completed with intravascular ultrasound (ivus). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.